Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger. Analysis of the recharger (B)(4) found nonconformances consistent with the complaint of broken connector pins and an inability to charge the recharger.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that a patient was unable to charge their ins. They saw the "recharger needs to be recharged screen." They also stated that the connector pin was loose or broken. No symptoms were reported at this time. The patient also stated that the connector pin "breaks all the time." The patient later called back and reported a loss of therapy. He said that since he has been unable to charge his ins battery depleted so the ins shut off and he said he is "out of stim its driving him crazy with no power on either side." The patient stated he couldn't charge because the connector pin was broken, and he was sent another piece of equipment (the recharge antenna) but that did not fix the problem. During the call the patient did not have access to the equipment and stated he would call back to speak to repairs when he had it. The patient declined to meet with a healthcare provider (hcp) about the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.